Event description:
It was further reported that the target lesion was located in the distal left anterior descending (dist lad) artery. The dist lad was 90% stenosis and was 28 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation resulting in 0% residual stenosis. A 2.25 x 32 mm study stent was implanted, a dissection occurred and the physician implanted a 2.25 x 8 mm stent to cover the dissection. The physician also treated a lesion located in 1st diagonal with 95% stenosis and was 28 mm long with a 2.25 reference vessel diameter with two non bsc stents (2.0x32mm and 2.0x8mm) being implanted. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1584 days after the index procedure, the patient was seen for an office visit for chest pain. He reported that a few days prior he experienced fairly severe chest pain across both arms. He took three nitroglycerin which eased pain. He also experienced shortness of breath with minimal activity that became severe over the past three weeks. Chest pain was noted to occur after eating. Upon examination, an ECG showed sinus bradycardia and no st segment abnormalities. 11 days later, the patient underwent a second pci which revealed a 90% stenosis with timi 1 flow in the proximal circumflex (prox cx). The patient was treated with balloon angioplasty and placement of a non bsc stent. Post treatment diameter stenosis was 0% with timi 3 flow. Following stenting of the prox cx, the patient underwent a second pci which revealed a 90% stenosis with timi 1 flow in the dist lad. The patient was treated with balloon angioplasty and placement of a non bsc stent. Post treatment diameter stenosis was 0% with timi 3 flow. During the procedure to treat the lad, the patient had chest pain that was treated with medication and resolved. There was also a perforation in this vessel caused by the non bsc stent. The perforation was managed successfully with prolonged balloon inflation using an non bsc balloon. The patient was discharged 2 days later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting procedure the patient experienced angina and required hospitalization. The lesion was located in the circumflex (cx) artery. The physician implanted a taxus express2 stent of unknown size in the proximal portion of the lesion. In (B)(6) 2010, the patient developed unstable angina and was hospitalized. Pci was performed which revealed 90% stenosis with timi 1 flow in the proximal cx. The patient was treated with balloon angioplasty and placement of a non bsc stent. Post treatment diameter stenosis was 0% with timi 3 flow. The patient was discharged 2 days later.